Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 1000223864 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced infection in the scrotum with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing ipp was removed and a new malleable penile prosthesis was implanted. The patient was said to be good after the procedure. It was further reported that there was no device malfunction with any of the explanted components. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received. The implanted malleable penile prosthesis was a new spectra penile prosthesis (spp).